Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were found. Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7,-18.00/3.5/101, implantable collamer lens tore during loading. There was no patient contact. Cause of event was unknown, reporter stated " lens tear during movement on the cartridge."